Manufacturer narrative:
A follow-up report will be submitted after more information is obtained.

Event description:
Fixture removal due to lack or loss of osseointegration.

Manufacturer narrative:
The fixture was explanted due to lack or loss of osseointegration due to suspected deep infection.

Event description:
Fixture removal due to lack or loss of osseointegration.